Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose device after an interventional procedure with a 6f sheath. Reportedly, the exchange sheath could be advanced over a 0.035 inch guide wire without issue. When attempting to insert the dilator, a piece of the seal in the exchange sheath tore off. The dilator was removed and the piece of the torn seal was found on the tip. The exchange sheath was removed and a new starclose was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) database reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported seal separation; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.